Event description:
It was reported 2 bd micro-fine¿ pro pen needles had the cannula break off. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the needle npe was broken. Possible procedural issues with the patient are considered.

Manufacturer narrative:
H6: investigation summary two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and broken non patient end of cannula was observed on both samples. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to determine root cause.

Event description:
It was reported 2 bd micro-fine¿ pro pen needles had the cannula break off. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the needle npe was broken. Possible procedural issues with the patient are considered.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.